Event description:
Clinical trial. It was reported that 674 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a re-intervention. The index procedure identified and treated one de novo, 80% stenosed, 3.0x15mm lesion of the proximal rca (right coronary artery). The lesion was direct stented with a 3.0x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. The pt presented 674 days following the index procedure with increasing shortness of breath and non-compliance with her medications. A stress test one day prior showed 22% lvef (left ventricular ejection fraction) with reversible ischemia. A target vessel reintervention was performed due to 70% stenosis of the rca. It is unk if this was an in-stent restenosis. Another MFR's bare metal stent was implanted in the rca and the pt was discharged in stable condition two days later.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.